Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The photographs were reviewed and showed damage to the beige patient connector and without a blue pull ring cap. The reported conditions were verified. The cause was a manufacturing related issue that occurred during the automation assembly. The patient line was possibly not seated properly in the organizer during pressure testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing a protective cap from the patient line and the connector of the patient line was broken. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.